Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is the fracture was not well stabilized. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 1/18/2019 that a sign im nail implanted to repair a fracture was replaced with a larger nail to improve stability of the fracture. An infection was treated at the time of the exchange. The im nail was replaced with a 11mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "patient taken back to surgery for washout, removal of sign nail and replacement with larger nail and 4 interlocks. Replacement of previous nail with a larger nail and with 4 interlocking screws instead of 2 as the fracture was not well stabilized with the previous nail and only 2 interlocks."